Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose (bg) was 400 mg/dl and the supplies were changed. Reportedly, another occlusion alarm occurred. Bg was 514 mg/dl with trace ketones which was addressed with an insulin injection and by the customer drinking water. Tandem technical support had the customer perform a system check and the occlusion was possibly related to the cartridge. Reportedly, the customer had manual injections as alternate insulin therapy.